Manufacturer narrative:
Catalog number, 436712000, is a non-sterile oxygenator which was provided to sorin group italia to be used as a component in an italian manufactured heart lung pack. One optima xp oxygenator was received by sorin group USA, inc. For evaluation. Pressure testing confirmed the leak as reported by the perfusionist. An autopsy of the unit revealed that the seal between the oxygenator end cap, and the case core was pinched. The seal provides a barrier between the blood and gas side of the oxygenator. The marginally seated seal could have been the result of a slight misalignment of the assembly machine. A search of the manufacturing records showed that the oxygenator was built to specification, and had passed all acceptance activities which included a 100% leak test of the seal. Thermal and mechanical stresses of sterilization and transport may have caused the seal to dislodge, permitting a leak path between the blood and gas side of the oxygenator. Sorin group USA, inc. Considers this event a rare occurrence. No similar issues have been reported. The optima xp oxygenator product line has been discontinued and is no longer manufactured.

Event description:
During bypass, the perfusionist stated that 200 cc of blood leaked form the oxygenator. The patient already had a low hematocrit and therefore, blood was given to compensate the loss. The perfusionist elected to use the device to complete the case. No patient injury was reported.